Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive, and they are stuck in low reservoir screen. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector at the lcd board. Unable to perform the displacement, basic occlusion, occlusion, prime, or excessive no delivery alarm tests, or verify the motor error alarms due to the unresponsive buttons. The motor was tested outside the device and passed. The pump was received with minor scratches on the lcd window.